Event description:
It was reported that during an implant procedure, it was difficult to move the helix of the already positioned lead. It was also reported that the lead could not be screwed in. The lead was removed and replaced. No patient complications have been reported as a report of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.